Event description:
It was reported that the patient experienced a loss of therapeutic effect and return of symptoms. It was alleged that the programmer keeps shutting off and that it is turning the stimulation off. Stimulation was on when the patient left their house, but upon returning home, the patient felt symptoms and had frequent voids. Stimulation was confirmed to be off and the patient felt no stimulation sensation. There was no known accident or incident known to be related to the complaint. The symptoms returned in the patient's perineum and the patient's status was "fair." Patient was frustrated with the device and experienced these problems along with more frequent bathroom visits every day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v800436 implanted: 2012 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).